Event description:
The biomedical engineer (bme) reported that the gz transmitter intermittently stopped transmitting to the cns and then reconnected without intervention. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter intermittently stopped transmitting to the cns and then reconnected without intervention. At times, the transmitter was unresponsive, screen would go black, transmit artifacts, and a "comm loss" error message was displayed at the cns during patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: central nurse's station (cns): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na.